Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned to stellartech for evaluation. Device analysis noted no visual damage. The tamper proof seal was present but broken. The returned device passed power-on self-test, rf on with test loads, stress test and all performance criteria of the final test procedure. Performed rf on/off start/stop tests using ¿rf power control¿ switch when the rfg or the remote was active. Performed rf on/off start/stop tests using footswitch when the rfg or the remote test fixture was active. Performed rf on/off start/stop tests when reached the display set time and the device did not exhibit any malfunction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-00974 and 2134265-2016-01552. It was reported that inadvertent rf delivery occurred. A maestro 4000¿ pod was selected for use. During procedure,when the physician started the rf with the footswitch and take away his foot, it was noted that the system didn¿t stop delivering rf energy. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-00974 and 2134265-2016-01552. It was reported that inadvertent rf delivery occurred. A maestro 4000¿ pod was selected for use. During procedure,when the physician started the rf with the footswitch and take away his foot, it was noted that the system didn¿t stop delivering rf energy. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.